Event description:
It was reported that following a left thoracoabdominal oesophagectomy procedure, the patient developed a fistula between the aorta and oesophagus which was right by the anastomosis/ staple line. There was no leak at the anastomosis. There was no tension on the anastomosis. They continued using the same device to complete the procedure. The problem was seen on day 14 when the patient began vomiting blood. The patient died, for which the cause of death was the aortic fistula. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: product manager and territory manager met with the surgeon today and although he is not saying that the device did cause the fistula he is unable to state that it did not. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.